Manufacturer narrative:
No samples were received for analysis of complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode loose/missing component could not be confirmed by investigation. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during the administration of parental nutrition (lipidic infusion), the product loosens the luer connection tube that goes to the patient's catheter, not through the luer but underneath it, and it comes off the thread. It appeared that it had not been sealed properly. No patient harm/adverse event reported.